Manufacturer narrative:
The scope was last serviced via repair in (B)(6) 2021 due to a fluid invasion/leak from a detached suction channel tube. The fse was able to remove the foreign material from the nozzle and the user facility processed the scope using correct procedures. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (osh) field service engineer (fse) was informed that the customer evis lucera elite colono-videoscope was found to have an air/water problem during reprocessing. The fse inspected the device identified there was white foreign material in the nozzle. This report is being submitted to capture white foreign material in the nozzle. No death, injury or patient involvement was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to improper reprocessing of the device following a procedure, leading to clogging of the nozzle with adhesive matter from chemicals or the like. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·operation manual_ inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. ·operation manual_ inspection of the endoscopic system. - inspection of the air-feeding function. - inspection of the objective lens cleaning function". The user can reduce and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·reprocessing manual_ manually cleaning the endoscope and accessories_ remove detergent solution from all channels". Olympus will continue to monitor field performance for this device.